Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented implant of the right atrial lead. During the procedure the lead helix failed to extend once positioned. It was noted that the lead insulation was clogged with blood. The lead was cleaned. However, it was noted that the insulation was twisted and stretched. The lead was exchanged, and the procedure was completed with a replacement lead. There were no patient consequences.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions

Manufacturer narrative:
Additional information: e1 - initial reporter.